Event description:
During the surgery, two visum 600 halogen lights turned off but shortly came back on. No further info provided to the MFR regarding this event.

Manufacturer narrative:
Eval summary: stryker communications made several unsuccessful attempts to contact the hospital and/or medical staff to gather add'l info regarding the reported event. A hypothesis has been drawn based on the engineer's experience with the product and the insufficient details of the event. Although both lights went out for a short period of time, the complaint states that the lights shortly came back on and were fully functional. Our records show that stryker communication has had installed a ups system at this hospital due to previous reports related to power surge issues at this site. The ups system kicked in and the lights were able to reboot within a short amount of time. There appears to be a power issue (electrical surge) within that area of the hospital; however, stryker communication is unable to determine exact cause of the failure. The lights were tested and both functioned as intended. Every reasonable attempt has been made to contact the hospital/medical staff to obtain more info surrounding this event. No other info has been received by stryker communication at this time.